Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient needed to charge every day while the recharge interval indicated three days. It was noted that the patient was on chemotherapy and had fluid retention and their impedances fluctuate. The impedances were orange but it varied on which pairs they were orange. The patient was getting good therapy coverage and did vary the amplitude setting. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that when the patient's trial leads were inserted into his spinal column, he was oozing a lot of fluid due to the chemo, however the leads were working despite being "wet." The patient stated though that when he got his final implant it "hasn't worked to 100% of where he thought he would be." The healthcare provider (hcp) took an x-ray due to the "issues the patient was having" and determined that the leads were in the right areas, and if they had moved since implant it was very little. The patient reported meeting with manufacturer¿s representatives (rep) to change programming. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the fluctuating impedances was not determined. The rep reprogrammed the ins but the fluctuating impedances had not been resolved. No further complications were reported/anticipated.